Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer reported that users were unable to remove medications from drawer. There was no delay in patient care as the user was able to obtain the medications from the other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer replaced retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.